Event description:
A customer contacted beckman coulter inc. (Bci) in regards to receiving accutni results (initial and repeat on the same unit) above the acute myocardial infarction (ami) cut-off for one patient generated by the synchron lxi 725 clinical system. The patient results were reported outside the laboratory and not consistent with the patient's clinical condition, ECG, or other biochemistry test results. The sample was repeated via alternate methodology and negative result was obtained. The patient was admitted for observation only. There was no report of patient injury or death attributed or connected with this event.

Manufacturer narrative:
The patient's sample was collected in a 10 ml bd lithium heparin non gel tube. The sample was centrifuged at 2000 g for 10 minutes at room temperature. Accutni qc prior to and after the event was within specifications. A system check performed on (B)(6) 2008 met specifications. Service was not dispatched and the customer sent patient sample to cpls e for investigation. Cpls testing determined heterophile interference and an interferent which likely relates to alkaline phosphatase as the root cause of the patient's elevated accutni results. This reportable event was identified during a retrospective review of complaints within the date range of 09/11/2011 - 10/22/2011 for additional reportable event/occurrence.